Event description:
Int'l customer reports that damage to the device resulting in an air leak was noted one day after initial activation of the device. Adhesive tape was put over the tear and the device was continued to be used. The device functioned as intended prior to the tear in the device.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.